Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. The patient said during the treatment the cassette was leaking fluid all over the floor. In a follow up, the patient's pd nurse discovered that the patient is confused and not able to report reliable information regarding the initial fluid leak report. Patient will be going into the clinic soon for further evaluation, but at this time there is no reported harm, intervention or adverse event associated with the fluid leak. It is unknown as to when the fluid leak took place. The patient is using the same cycler. No further details were available.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. The patient said during the treatment the cassette was leaking fluid all over the floor. In a follow up, the patient's pd nurse discovered that the patient is confused and not able to report reliable information regarding the initial fluid leak report. Patient will be going into the clinic soon for further evaluation, but at this time there is no reported harm, intervention or adverse event associated with the fluid leak. It is unknown as to when the fluid leak took place. The patient is using the same cycler. No further details were available.